Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The energy was stable during treatment day. No relevant deviation between planned and performed energy is detectable for the reported treatment. User operated within recommended energy settings, but the flap was thin. No technical root cause could be identified. According to the treatment report, the desired flap thickness was 100 m. However, fluid and corneal lacrimation might have built a fluid layer additionally. Treatment report (os) shows a dense opaque bubble layer (obl). A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an opaque bubble layer at the hinge followed by a vertical gas breakthrough opposite the hinge. The surgeon did not proceed with surgery on the left eye. Additional information requested.